Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load new cartridge with usable insulin in cartridge remaining. There was no adverse impact to the customer's blood glucose level. Customer reloaded same cartridge, which resolved issue, and resumed insulin delivery, while technical support instructed customer to clean pneumatic area, provided education, and sent written instructions on properly filling cartridge and performing air removal step.